Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 2.4 mmol/l, 18 mmol/l and 24 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number/lot number has not been provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle omni strips were reviewed and the dhrs showed the freestyle omni strips passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the freestyle omni strips. Although a trip was observed, only one complaint was confirmed. Therefore, no further track and trend review was required due to the low confirmed rate. The manufacturer of freestyle insulinx meter was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 2.4 mmol/l, 18 mmol/l and 24 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the ''d'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.